Event description:
It was reported that there was noise on the electrogram (egm) of this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) analyzed device data and determined that the noise was related to a procedure but there was a brief amount of oversensing. The presenting egm was clean. No adverse patient effects were reported. This crt-d remains in service.